Event description:
Philips received information from a customer site that a board inside the generator caught fire. There was no report of injury to patient or operator as a result of the reported event.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january 2007. The third party service engineer evaluated the system and found that the molex connector had arched, melted down and burned the whole board. After replacing the molex the new connector arced as well. The service engineer removed the connector, adjusted the pins, and cleaned and reinstalled it. Investigation into this issue has determined that the system has reached its end of life cycle. There will no corrective action as philips no longer manufactures or supports the system. (B)(4).